Manufacturer narrative:
Analysis determined that case part 256042 had an import failure. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device. It was reported that a "disc error" was received when loading an exam onto the navigation system. They were originally loading standard dicom. It was noted they were unable to load the exams. Troubleshooting involved loading the exams using unstructured dicom alternate module. The issue was resolved. No complications were reported/anticipated.